Event description:
Abbott diabetes care (adc) received a report from partner company ypsomed regarding an unspecified sensor related issue involving an adc device used with the ypsopump insulin pump. The caregiver reported that the customer passed away on (B)(6) 2026 due to vomiting caused by ketoacidosis. At this time, there is no cause of death, autopsy report, or death certificate that has been provided. Adc customer service was unable to follow up with the reporter due to the lack of contact information. Given the limited information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death.

Manufacturer narrative:
The reported product is not expected to be returned as adc customer service was unable to contact the caregiver due to the lack of contact information. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.